Event description:
The pt had a history of recurrent transient ischemic attacks (tia). A diagnostic digital subtraction angiogram (dsa) revealed a severe, more than 80%, mid basilar artery (ba) stenosis. Angioplasty was successfully performed, however, some straightening of the ba was observed during the procedure. A control angiography showed a partial reopening of the vessel. The stent was successfully placed across the lesion, but the physician was unable to deploy the stent due to high internal friction of the entire system. Follow up angiography demonstrated further significant stretching and straightening of the ba. The delivery system was removed from the pt. The wire was navigated into right posterior cerebral artery (pca) and was deployed across the lesion in preparation to attempt to deploy another stent. On fluoroscopy, the ba was noted to move and massive extravasation of contrast media was observed. Initially, a perforation of the ba tip or the right proximal pca was suspected. Fifteen mg of protamine was administered to reverse the effects of heparin and to facilitate clotting, a non-boston scientific balloon was placed into the mid-ba and inflated for several mins. The pt became hypertensive and suffered a cardiac arrest. The pt was resuscitated and the balloon was removed. A post procedure CT scan confirmed massive extravasation of contrast media and a subarachnoid hemorrhage (sah). An extraventricular drainage catheter was placed to reduce intracranial pressures. Eighteen hours later, the pt expired. The postmortem examination confirmed extensive sah and generalized brain swelling. No sign of a vessel perforation was found. A 3 mm rupture of the ba was revealed proximal to stenosis in the transition zone between normal-appearing and indurated vessel wall. The vessel rupture area was not directly exposed by the devices. However, the rupture was presumably a result of the straightening and overstretching the rigid atherosclerotic vessel wall. The physician stated that "the complication is independent from the stent or balloon used during the procedure".

Manufacturer narrative:
Device code: other, for no allegation of device malfunction or non-conformance.